Manufacturer narrative:
No malfunction found. While operating the power wheelchair, the sun got in the end user's eyes and when the end user looked away, the end user ran into a concrete bench. Hoveround's owner's manuals warns "to avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment."

Event description:
While operating the power wheelchair, the sun got in the end user's eyes and when the end user looked away, they ran into a concrete bench.